Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: there was one unexplainable por event observed in the black box (bb) history. The cartridge and battery caps were not returned; therefore, a test caps were used to complete testing. The battery cap secured to the pump and maintained electrical connection. The battery cap was unscrewed half a turn and the pump rebooted. A piece of the battery compartment was found to be broken off/damaged above the bumper pad. No evidence of moisture was found inside the battery compartment. Moisture was observed behind the display lens. The pump was exercised for 24 hours using the test battery cap with no power interruptions. A leak test was performed; the battery compartment was leaking at the crack. The pump case was removed and internal moisture corrosion was found the inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.